Event description:
Drug/diluent: bupivacaine 0.167%. Fill volume: 400ml. Flow rate: 8ml/hr. Procedure: unk. Cathplace: paravertebral. Easypump ran through at least 8.5 hours early. No adverse event occurred. Per dfu: nominal flow rate: 8ml/hr. Nominal fill volume: 400ml. Maximum fill volume: 550ml. Infusion delivery time for 400ml is approx 48 hours (2 days) when filled to nominal volume and flow rate.

Manufacturer narrative:
Method: no sample received for eval and investigation. Add'l info was requested but was not provided. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Results: without the actual product, an analysis cannot be conducted. If add'l info pertinent to this complaint or the sample is received, a follow-up report will be filed.